Event description:
It was reported that an unidentified alarm occurred and insulin delivery was stopped for 12 hours. Customer declined to provide further information and declined tandem technical support's offer to troubleshoot. There was no reported impact to customer's blood glucose.